Event description:
It was reported in july, that the pt intermittently experienced shocking or jolting in the low back, mostly with positional changes. There was no known related accident or injury. It was noted that two years ago, the pt was told that two of the electrodes were not working. The pt only used stimulation when needed to cover the pain not covered by the pump. The pt's status was "fair". In october, it was reported that the pt experienced a shocking or jolting sensation, stimulation was in the wrong location, and there was a loss of therapeutic effect. There was no known related accident or injury. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.